Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received multiple insulin pump error alarms. Customer was able to clear the alarm and able to rewind insulin pump. Again insulin pump received an alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. Device received with cracked belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip. (B)(4).